Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01march2019. No phone number provided. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The device logs confirmed an error 1104 occurred. The fse replaced the central processing unit (cpu) board and the issue was resolved. The device passed performance verification testing following repairs.

Event description:
It was reported that the unit declared a backup alarm failure (error 1104). The device was in use at the time of the event; however, there was no patient harm.